Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have bent pins in the electrode belt trunk cable connector. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the pins in the electrode belt connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent pins. The last patient to use this belt did not report any deficiencies.